Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The patient had a fall. Right knee was revised. Provided photos show fractured threaded end of the fluted stem extender.

Manufacturer narrative:
An event regarding a revision surgery after the patient fell involving a scorpio femoral component was reported. The event was confirmed. Method and results: device evaluation and results: material analysis was performed and concluded that the fluted stem broke due to fatigue. Eds was performed on the femoral component and the fluted stem. Elemental constituents were consistent with a cocr alloy for the femoral component. Elemental constituents were consistent with a ti-6al-4v alloy for the fluted stem. The elemental constituents of the femoral component and fluted stem were consistent with the materials callout on their prints. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided x-rays and implant sheets by a clinical consultant indicated: ¿no clinical or past medical history, no operative reports, no date of the primary total knee arthroplasty or indication for the first revision, and no serial x-rays other than the (B)(6) 2015 study are available. A loose uncemented femoral stem with a well-fixed femoral component distally resulted in cyclic loading at the junction of the femoral component and the stem. The inevitable fatigue fracture occurred. There was no evidence that factors of faulty manufacturing or materials were responsible for this clinical situation.¿ device history review: all devices accepted into final stock conformed to specification. Complaint history review: there has been no other event for the lot referenced. Conclusions: the patient was revised after the patient fell. Review of the minimal information provided and material analysis of the explanted components indicated the femoral component was well fixed. As part of revising the stem, the femoral component would have had to be explanted. There was no evidence that factors of faulty manufacturing or materials were responsible for this clinical situation. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
The patient had a fall. Right knee was revised. Provided photos show fractured threaded end of the fluted stem extender.